Event description:
On 12/20/1998, the pt was experiencing bleeding from the lvad driveline. There was no evidence of mechanical failure of the lvad, i.e., no drop in lvad flows. The pt was brought to the o.r., placed on bypass and exploratory surgery was performed to identify the problem. The surgeon found that a suture(s) had broken and the outflow graft screw ring had disconnected from the outflow valve conduit assembly. The surgeon reconnected the outflow graft screw ring and outflow valve conduit assembly and resutured the components. The pt was transferred to intensive care unit.